Manufacturer narrative:
The batch record for this lot was reviewed to ensure the removal torque for the caps was within spec. All cells were within spec. There were no deviations associated with the MFR of this lot. There were no similar complaints related to container closure.